Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 177604: (B)(4) items manufactured and released on 12-mar-2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. After a fall the surgeon revised the stem, the head, the liner (2 months after primary) and cabled the femur fracture caused by the fall. About 5 months after the first revision the surgeon revised newly the patient joint for a stem subsidence. The stem and head revised with another company's product. The surgery was completed successfully.